Event description:
On 04/05/2007, the company received a report where it was claimed that the cuff on the device "broke" during patient use. The caller stated that a "cuff leak" was observed during a tonsillectomy. Replacement of the tube was required.